Event description:
It was reported that during an esophagectomy, the shears were toned out after two minutes of use. Procedure was completed by hand using a stapler. There was no adverse consequence to the patient.

Manufacturer narrative:
H.6.: broken blade. Evaluation summary: the analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off and missing. No other damage was noted to the reminder part of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.